Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic wedge/segmental resection, at the third firing, the reported product was used in right lower lobe partial resection. After stapling the center, the nurse tried to open the jaws of the cartridge to exchange the cartridge, but the jaws could not be opened. A new product was opened and used to complete the case. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired with the interlock not engaged. The jaws of the reload were open. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The lock ring could not return to its home position. The jaws would not close fully. Staple pushers were flush with the cartridge. Functionally, the instrument firing knobs were forcefully retracted and the reload was unloaded from the instrument. The reload was disassembled to inspect the internal components. No further functional testing could be performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition of " jaws will not open" was not confirmed. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.